Event description:
The user facility reported a 52-year-old male undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that while advancing the pulmonary artery catheter, the .027 guidewire advanced into the right pulmonary artery and caused a suspected perforation. The impella rp flex pump was still implanted successfully following the event for patient support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The impella was returned for evaluation. During visual inspection, biomaterial was found wrapped around the underside of the impeller. No cannula kinks were noted. The pump passed electrical testing and all 5s parameters were within normal ranges. The guidewire was not returned. When the pump was tested in the pressurized flow loop, it drifted upwards from ~40 to 75 mmhg over a span of 2 hours while cvp remains stable. The dp sensor drift was reproduced in the flow loop. Data logs were reviewed which showed that during support, the placement signal (ps) begins to drift upwards with flows drifting downwards. There are also ingestion events noted on the data logs including motor current spikes, ps shifts, speed deviation, drop in flows. The clinical states that due to the perforation, the patient was unable to receive adequate anticoagulation. The root cause of the placement signal issues was dp sensor drift. The root cause of the low pump flow issue was most likely biomaterial. The root cause of the vascular damage great vessel pulmonary artery (pa) perforation issue was most likely use related as the guidewire got caught on inter devices and jumped forward. The instructions for use for the impella rp system with automated impella controller in section: potential adverse events (united states) states the following: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿